Event description:
It was reported that pegasus bl 22gax1.00in prn-qsyte y nopvc had foreign matter. The following information was provided by the initial reporter: after nasal endoscopic surgery, the anesthesiologist found that the patient's venous access was blocked. When preparing to flush the tube, he found a small white foreign body in the indwelling needle that blocked the venous access. Visually, it was half the size of a sesame seed. Inform the nurse to pull out the intravenous indweling needle and establish another venous access to confirm the location of the foreign body. Use a 20ml syringe to suck out the foreign body. The foreign body is pure white with certain hardness. Fragile foreign bodies are retained when touched.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/25/2021. H.6. Investigation: a device history review was conducted for lot number 0267174. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample was received for visual analysis by our team of quality engineers. They were able to observe the small quantity of white powder and confirm the reported issue, unfortunately the quantity was too small to subject it to composition testing, which prevent our engineers from definitively identifying the material. Without a positive identification our engineers could not determine the root cause for this foreign material as the device was used prior to the identification of the powder.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus bl 22gax1.00in prn-qsyte y nopvc had foreign matter. The following information was provided by the initial reporter: after nasal endoscopic surgery, the anesthesiologist found that the patient's venous access was blocked. When preparing to flush the tube, he found a small white foreign body in the indwelling needle that blocked the venous access. Visually, it was half the size of a sesame seed. Inform the nurse to pull out the intravenous indweling needle and establish another venous access to confirm the location of the foreign body. Use a 20ml syringe to suck out the foreign body. The foreign body is pure white with certain hardness. Fragile foreign bodies are retained when touched.